Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total colectomy, the white button on the head part of inner obturator melted on both sides and could not be pressed, and the inner obturator and outer sleeve could not be combined. There was also an air leak observe. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the trocar, obturator and cannula appeared intact. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The circular and envelope seals were badly stretched out. The tabs of the obturator appeared to have been melted as well as the outer blue obturator material. A functional evaluation found that the device failed an air leak test. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.